Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable and wall adapter became hot to touch when plugged into a power source to charge and subsequently the pump battery was unable to charge. Customer¿s blood glucose level was 245 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.